Event description:
It was reported to philips that the unit will not turn off- battery removed - will not turn back on. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.